Event description:
Reporter alleged relative passed out and treated prior to being taken to the hospital and treated again due to high results of blood glucose monitoring device. Reporter stated device read 578 mg/dl and relative dosed 6 units of insulin. Reporter stated relative was given 1 mg of glucagon by the school nurse and taken to the hospital where was treated with a glucose IV. Reporter claimed a lab result was 102 mg/dl taken five minutes after original high result. Reporter indicated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.